Event description:
A falsely elevated troponin result of 1.64 ng/ml was obtained. The result was not reported to the physician. The sample was retested multiple times and the troponin results were, 0.55,0.00, 0.06 ng/ml. The same sample was tested on an alternate instrument and the troponin result was 0.08 ng/ml. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. Analysis of instrument data by dade behring personnel indicated poor instrument user maintenance. No device failure was identified.